Manufacturer narrative:
Other applicable components are: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence and urge incontinence. Patient said they are not going to go through with the implant as the device cause pain in their bladder. As a result of what was reported, they were advised to speak with their healthcare provider (hcp). Additional information was received from the consumer. It was reported that with the trial the patient had pain in their bladder. The patient said the doctor said it was because the lead got loose and that it wouldn't happen after the permanent device was put in. No further complications were reported or anticipated.

Manufacturer narrative:
Event date updated, date is approximate. If information is provided in the future, a supplemental report will be issued.